Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: d8. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon, ¿light is too bright, can't see when you're doing a procedure", did not replicate, and it was confirmed that both manual, automated, and dimming had been functioning normally and had not resulted in identification of the causal factors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the iris adjusted manually and automatically as expected in the respective mode; the light control was verified to function as intended. Additional evaluation findings are as follows: 1.) Bottom chassis and front panel chassis noted rusted; 2.) Front panel mouth noted damaged; 3.) Worn socket slider switch, causing intermittent use of high intensity mode; 4.) Non-olympus lamp found installed in the unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the light was too bright and the endoscopic image was indistinguishable while performing a colonoscopy procedure. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.